Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined impedance. It was discovered that the lead was not properly seated in the implantable cardioverter defibrillator (ICD). The lead was revised by fully inserting the lead into the header and tightening the setscrew. The device and lead remain in use. No patient complications have been reported as a result of this event.